Manufacturer narrative:
H6: neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure. Allegedly, it was reported that the implant failed and that the patient would need a revision due to ongoing pain.